Event description:
The customer reported on inspiration, the tidal volumes are inconsistent while the device is making a noise; when changing the fio2 from 100% to 90%, the patient circuit was shaking in rhythm with the chattering noise. The customer reported there was no patient involvement.